Event description:
Customer was admitted to hosp for low blood glucose. Programming checked. Pump is operating as designed and does not need to be replaced.

Event description:
Customer reported being hospitalized with low blood glucose levels. Suggested to customer to call md to discuss possible causes of low blood glucose. Troubleshooting performed and pump appeared to be operating as designed.